Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced extended low blood glucose after starting ilet, with the device delivering minimal insulin over several hours while the user still had active long-acting insulin taken prior to training. Symptoms included hypoglycemia with dexcom alerts that woke the user, which the user treated. Outcomes included user self-treatment without the need for medical intervention. Investigation included review of ilet dosing reports and patient follow-up education. Investigation of this case revealed that minimal ilet insulin delivery occurred and the lows were attributed to residual long-acting insulin taken before activation of ilet. It was concluded, based on previously established findings for similar reports, that the cause was use-related and related to overlap with prior long-acting insulin rather than a device malfunction.